Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the s haft. There was a mechanical issue with the articulation of the delivery system. Fluid pathway leak was observed on the delivery system. The analyst noted that the delivery system was returned with the device deployed but attached to the tether line. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. Articulation test not performed due to distal end of delivery system damaged. Observation of the handle revealed the device deployment button was in the deployed position, the tether lock button was in the lock position, the retaining pin was not placed in the handle but was hanging from the tether line. The analyst observed that when the flush test was performed with the "tether lock" in the locked position, water exited the distal end of the device and proximal end of the handle. When the "tether lock" was placed in the unlock position, water only exited the proximal end of the handle. The analyst could successfully deploy and recapture the device. When destructive analysis was performed on the handle and the flush test was performed with the "tether lock" in the locked position, the analyst observed water flowing through the inner tubing exiting from the distal end, proximal end of the handle and around the tether lock mechanism. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, that the leadless implantable pulse generator (ipg) could not be recaptured after the first deployment. The physician noted that there was something "blocking" the device cup. A clot was suspected and after multiple flush attempts the device was recaptured. During the flushing, the physician noted there was excessive leakage in the area blow the blue deployment button of the delivery system and suspected that the leak was preventing "proper" flushing which might have resulted in the formation of the clot. The system was removed and a new ipg was implanted. No patient complications have been reported as a result of this event.